Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed extensive internal damage to the device. The observed damage is typically a result of the device being tampered with. Component root cause could not be firmly established due to the observed damage. The monitor board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display was frozen. Complainant did not indicate that there was any patient involvement in the reported malfunction.